Manufacturer narrative:
Article citation: "transcriptional analysis distinguishes breast implant-associated anaplastic large cell lymphoma from other peripheral t-cell lymphomas," by di napoli, arianna; de cecco, loris; piccaluga, pier paolo; navari, mohsen; cancila, valeria; cippitelli, claudia; pepe, giuseppina; lopez, gianluca; monardo, francesca; bianchi, antonella; d¿amore, emanuele stefano giovanni; gianelli, umberto; facchetti, fabio; berti, emilio; bhagat, govind, modern pathology, an official journal of the united states and canadian academy of pathology, inc, august 7 2018, doi.org/10.1038/s41379-018-0130-7. The events of lymphoma - alcl and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Through article "transcriptional analysis distinguishes breast implant-associated anaplastic large cell lymphoma from other peripheral t-cell lymphomas" 12 cases of alcl with alk- and cd30+ markers confirmed were reported. The control group of the study comprised of 4 cases of alk-positive alcl, 4 cases of alk-negative alcl and 16 cases of cutaneous alcl however no additional pathological markers were provided. It is also unconfirmed whether the control group patients had breast implants.